Manufacturer narrative:
The lot number for the device is unknown. Therefore, a review of the device history records and sterilization records could not be performed. The marker has not been returned to the manufacturer for evaluation. The investigation is currently underway.

Event description:
It was reported that a patient presented with an infection and abscess 7-9 days after the biopsy marker was implanted. The patient was hospitalized for 2 days and the abscess was drained. A culture was performed and the result was negative. The patient was treated with oral and IV antibiotics. Reportedly, the infection site has improved considerably.